Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify motor error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 150 mg/dl at the time of the incident. Troubleshooting was performed but the display did not return. The customer also reported a past even where the device alarmed motor error. The customer stated they were able to complete the insulin pump rewind. The insulin pump will be returned for analysis.